Event description:
The report co received from co's affiliate indicated that this orbit coil stretched and broke inside the pt. The info states that there was some resistance with the microcatheter that was used in the procedure. There is no additional pt or procedural info available at this time.